Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep removed and replaced the sram card. The system now boots correctly without errors.

Event description:
The customer reported that the system was giving them a checksum error and would not completely boot.